Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in event description it is mentioned :""one of the needles did not have a suture"" please clarify, if the needle separated from the suture during the procedure? Or was the wrong number of suture strands found inside the package?=>it was found that the needle had been detached from the suture. The following information was requested, but unavailable: what is the lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was it discovered that the needle had detached form the suture (while in the package / during dispensing / during preparation / during use)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. During the procedure one of the needles did not have a suture. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested